Event description:
It was reported that patients ipg became unable to communicate with external devices. Patient also experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number: (B)(6). During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.